Event description:
It was reported that during a crossed ligament reconstruction surgery, the screw broke inside the patient. The pieces were removed using tweezers. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 7mmx25mm biorci ha screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. Approximately 8mm of the distal threads have been broken off. The screw is also cracked emanating from the break area. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion.